Manufacturer narrative:
Article citation: okumura s, tatibana s, narita c, hyodo I, sawaki m, hattori m, yoshimura a, ishiguro j, kotani h, gondo n, adati y, iwata h, kamei y. "Immediate one-stage implant-based breast reconstruction without an acellular dermal matrix in japanese breast cancer patients." American association for cancer research, vol. 78, supplemental issue 4. The events of infection, device migration, and varied injuries are considered physiological complaints, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Infection - in rare instances, acute infection may occur in a breast with implants. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever. Very rarely, toxic shock syndrome, a potentially life-threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102°f, 38.8°c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms malposition - patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, implant malposition and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks. (B)(4).

Event description:
Reported events of unknown side "complications," "infection," and "implant malposition" for patients implanted with "natrelle 410" devices were reported in ¿immediate one-stage implant-based breast reconstruction without an acellular dermal matrix in japanese breast cancer patients," published in american association for cancer research, vol. 78, supplemental issue 4. Treatment for "infection" was not specified, and "revision surgery" was provided for "device malposition." "Complications" resulted in device explant.